Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retains explants.

Manufacturer narrative:
The patient is (B)(6). An event regarding loose femur involving an unknown femoral component was reported. The event was not confirmed. The provided patient general history and pre-op evaluation were submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided information. Need operative reports and x-rays. The exact cause of the event could not be determined because insufficient medical records were provided for evaluation. No x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that there was a right knee done in 2013, the patient had swelling, pain, bruising and blood tests done to see reason for pain. Surgeon decided to revise, during surgery surgeon noted that the femur appeared loose. Surgeon revised and cemented in the femur and liner.

Event description:
It was reported that there was a right knee done in 2013, the patient had swelling, pain, bruising and blood tests done to see reason for pain. Surgeon decided to revise, during surgery surgeon noted that the femur appeared loose. Surgeon revised and cemented in the femur and liner.